Manufacturer narrative:
The delivery portion of the device was returned without the anchor. The distal portion of the inserter was examined and no anomalies were observed. No information related to hole prep or patient bone quality was provided. There are no other complaints on file for this manufacturing lot. Based on these findings, no root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. (B)(4).

Event description:
During knee arthroscopy procedure, the anchor broke while being screwed. Another anchor was used to complete the surgery. Broken anchor was removed.

Manufacturer narrative:
(B)(4).